Manufacturer narrative:
A fracture of the inner coil was noted at 24.5cm from the connector pin, consistent with fatigue. This fracture is consistent with the observation from the field of high impedance.

Event description:
It was reported that the lead was explanted due to high impedance. The patient condition was fine following the event.